Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the plumset was connected to the one-way valve port of a bbraun extension tubing set and was being used to deliver an unspecified volume of normal saline. It was reported that when the delivery was complete, the nurse attempted to disconnect the option-lok male adapter from the one-way valve port of the extension tubing set. It was reported that the nurse had difficulty disconnecting the option-lok male adapter and had to use hemostats to disconnect the devices. At this time, it was reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the extension tubing set. The customer contact reported the tubing was replaced. No specific details were provided. There were no repots of any adverse pt effects and no reported delay in therapy critical to this pt. No med interventions were reported. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.